Event description:
A complaint was received regarding a monitoring kit w/transpac® IV, 30 ml squeeze flush device, 10 cc contamination syringe and blood sampling port that experienced leakage. The report stated that nicu is reporting issues with leaking at certain parts of item. There was unknown patient.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 1jul2025 has been used as a placeholder. Investigation summary: the complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.